Event description:
It was reported the customer had a keypad anomaly. Customer stated their act and bolus buttons were unresponsive. The escape button was also unresponsive to clear out of the screen. Customer's blood glucose was 127 mg/dl. The customer stated they had bolused prior to the keypad issue occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.